Event description:
Cq service was notified via email that the customer took water samples of this device, and produced results of 414000 mpn/ml, over the <100 mpn/ml threshold for contamination. This issue was identified on (B)(6) 2024, no patient involvement was reported. (Nqa)

Manufacturer narrative:
A cardioquip customer submitted photos of tubing to epidemiology. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that either, (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) have the device receive an internal water pathway replacement or, (3) participate in cardioquip's trade in program. The customer choose to reperform cleaning and disinfection and hpc testing. Results after cleaning and disinfection were within cardioquip specifications for water quality, and the device was returned to full functionality.